Event description:
Physician reports: intracapsular rupture of the posterior face and capsular contracture (unspecified baker grade). The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, linear and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening reason for reoperation is rupture and capsular contracture, baker grade unknown.

Event description:
Physician reports: intracapsular rupture of the posterior face and capsular contracture (unspecified baker grade). The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reports: intracapsular rupture of the posterior face and capsular contracture (unspecified baker grade). The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports: intracapsular rupture of the posterior face and capsular contracture (unspecified baker grade). The device was explanted.